Event description:
Per the clinic, the patient experienced a seroma and an extrusion of the electrode lead through the postauricular incision. There are plans to explant the device, however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was re-implanted with a new device during the same surgery.